Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s tubing snagged on a doorknob, pulling the ilet to the floor and cracking the screen, after which the patient could not unlock the device; a replacement ilet was arranged and the patient was instructed to revert to backup therapy, continue cgm use, and shut down the device via the menu. Symptoms included no reported adverse clinical effects, and the patient¿s blood glucose was not affected. Outcomes included device damage without need for medical intervention or hospitalization. Investigation included customer interview and assessment of device function based on reported behavior and handling history. Investigation of this case revealed accidental physical damage to the user interface/display consistent with impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external mechanical stress.